Manufacturer narrative:
Alleged failure: e-03 error directly after short button press to clear the button mapping osd. Power cycled ccu to resolve. Update: unable to confirm or deny whether the image remained on the monitor. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: ccu conforms to specifications. The root cause of the complaint reported was determined to be pendulum camera head sn (B)(6) used along the ccu at the account and received for investigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.